Event description:
It was reported that during a longo technique hemorrhoidectomy procedure, the trigger blocked and did not close. A second like device was used with the same result. A third like device was used and it cut but did not staple. The procedure was completed by hand-suturing. The operation was extended by 30-90 minutes.